Event description:
On (B)(6) 2025 the patient underwent a cook branch graft procedure for a thoraco-abdominal aneurysm. The celiac artery and superior mesenteric artery (sma) were successfully stented using gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) devices through the branches of the cook device. The lower left renal artery presented particularly challenging to access, with difficulty tracking devices around or into the vessel. A 12fr gore® dryseal flex introducer sheath (dryseal sheath), and an 8.5fr tourguide steerable sheath was advanced through it. A 6 x 79 vbx device was intended to be implanted at the left renal artery. With the guidewire in the target vessel (accessory renal) the vbx device tracked well initially barebacked out of the tourguide sheath approximately 2¿3 cm proximal to the renal branch origin. When attempting to advance the vbx device, resistance was felt on several occasions. With each attempt, the wire access pulled back due to the resistance, as did the tourguide sheath. Eventually, the guidewire flicked out back into the aorta, prompting the physician to remove the vbx device to regain vessel access. Upon withdrawing the vbx device, no resistance was met. However, the vbx endoprosthesis dislodged from the vbx balloon catheter and became bent like a horseshoe, floating over the tourguide sheath without wire access. Attempts to re-access the stent with a guidewire were unsuccessful. A snare was deployed within the tourguide sheath, but this maneuver pushed the vbx endoprosthesis out of the dryseal sheath, causing it to float freely in the descending aorta. A snare was then deployed into the aorta, and the physician was eventually able to recapture the vbx endoprosthesis. The vbx endoprosthesis and tourguide sheath were successfully withdrawn together through the dryseal sheath. The dislodged vbx endoprosthesis, vbx delivery catheter, and guidewire were retained for return. The guidewire came back with the vbx delivery catheter simultaneously, it ended up caught in the vbx delivery catheter. At the time of the complication, two left renal arteries and one right renal artery remained unstented. The procedure was completed with a total of 6 vbx devices, as it was a five vessel branch case. There were no allegations of patient harm. The physicians suspected the cause of the event was the barebacking of the vbx device out of the tourguide sheath, which led to the vbx device catching on the branch origin, creating resistance and ultimately dislodging from the vbx delivery catheter. It appeared as though the stent had been loosened due to the resistance experienced during insertion. The dislodgement was only recognized after the catheter was fully withdrawn, suggesting that the resistance may have compromised the securement of the stent to the delivery system.

Manufacturer narrative:
H6 code c19: a review of the manufacturing records indicated the device met pre-release specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Manufacturing records were reviewed, and the device met all pre-release specifications. The device was returned to gore for evaluation. Evaluation of the returned device indicates the primary reported failure mode, related to inability to advance the catheter to the target site, could not be confirmed during engineering evaluation due to differences between conditions seen in vivo and those seen in the laboratory; it was also unable to be confirmed during imaging evaluation or though the reported information. Therefore, root cause cannot be determined. The secondary reported failure mode stent dislodgment was consistent with the engineering evaluation findings of the stent graft being returned separated from the delivery system. It is also consistent with the imaging evaluation¿s observation of a free floating stent in the non-gore aortic component. It was reported that due to losing guidewire access, the physician withdrew the device after the stent had been fully introduced and ¿the dislodgement was only recognized after the catheter was fully withdrawn¿. Per the instructions for use (IFU) withdrawing the device back into the sheath can lead to various issues including dislodgment of the endoprosthesis. Therefore, the root cause of the stent dislodgment is unintended use error. Damage to the stent, exposed and bent rings, was observed during the engineering evaluation. The cause for this damage could not be determined, but it is consistent with damage resulting from the reported snare retrieval of the stent, unknown device interaction during withdrawal, or manipulation of the device either during or after the procedure. Damage to the device, balloon cover detached from proximal end tie, was observed during the engineering evaluation. The cause for this damage could not be determined, but it is consistent with damage resulting from unknown device interaction during withdrawal, or manipulation of the device either during or after the procedure. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.